Event description:
It was reported that a flogard infusion pump experienced a battery alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, power on self-test and battery test were performed. During the alarm log review and the power on self test the battery low alarm was identified. The cause of the alarm was determined to be a defective/inoperative main battery. The main battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.